Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the valve of the introducer sheath. There was no pt involvement or contact reported.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The manufacturing review was conducted. The lot met all release criteria. The device was returned for eval. The stent was returned to the balloon which did not appear to have been inflated. The stent was dislodged distally. The balloon was examined under 15x magnification and stem crimp marks were visible on the balloon. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info.